Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue during the pm replaced the fiber optic connector that was broken due to normal wear and tear. The stm then performed full pm checkout. Full pm, calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was then returned for clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was identified as broken. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information.

Event description:
N/a.